Event description:
It was reported that the multifix s broke on insertion. All pieces were removed. No significant delay or patient injury reported.

Manufacturer narrative:
He device was intended for use in treatment and was returned for evaluation. There was a relationship found between the device and the reported incident. The visual inspection of the device shows a device that has been used. The implant at distal end was detached and not returned for evaluation. There were no visible manufacturing abnormalities with the returned device. The multifix s-peek 5.5mm is a single used device and could not be functional tested. The deployment knob and the end cap could be rotate easily. No damages or manufacturing abnormalities could be identified on the dial. The reported event was not verified, and the root cause could not be determined with certainty.

Manufacturer narrative:
The reported multifix s device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and the complaint cannot be confirmed. From the information provided, the device broke on insertion. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) improper alignment. Improper alignment of the device and bone hole during insertion can result in damage to the device. An exact root cause cannot be determined with confidence as no product was received for evaluation. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.